Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture; "free fluid".

Event description:
Healthcare professional reported a patient with a suspected rupture of the left device and "free fluid" on the left side, diagnosed by an MRI, an ultrasound and palpation. Device has been explanted.

Event description:
Healthcare professional reported, a patient with a suspected rupture of the left device. And "free fluid" on the left side. Diagnosed by an MRI, an ultrasound and palpation. Device has been explanted.